Manufacturer narrative:
Destructive analysis identified residue in the motor gear train. Analysis identified wearing on the upper shaft of gear number two. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient implanted with a pump for failed back surgery syndrome and non-malignant pain. The pump administered the following mediations: dilaudid (concentration: 20 mg/ml, dose rate: 13.9 mg/day), bupivacaine (concentration: 10 mg/ml, dose rate: 6.95 mg/day), and clonidine (concentration: 1200 mcg/ml, dose rate: 834 mcg/day). It was reported that patient had magnetic resonance imaging (MRI) on (B)(6) 2020 for symptoms unrelated to the patient¿s device or therapy. Regarding the MRI, the pump logs showed a motor stall having occurred at 5:17 pm and recovered at 5:54 pm. It was further reported however that another motor stall occurred on (B)(6) 2020 at 12:18 am then recovered that same day at 4:03 am. The pump then stalled again on (B)(6) 2020 at 9:45 am and recovered at 10:58 pm. The patient was not exposed to electromagnetic interference (emi) or magnetic exposure during those days. Considerations including programming to minimum rate, covering with non-pump medications, and replacing the pump was reviewed. Technical services provided the reporter the case number to reference when sending the pump back for analysis. No patient symptom was reported. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The device was returned for analysis.